Event description:
It was reported that this pacemaker and right atrial (ra) lead had a spike in high out of range impedances greater than 2000 ohms with ring to can configuration, and the impedances were oversensed by the minute ventilation (mv) sensor triggering a signal artifact monitor episode that disabled the mv sensor. Subsequently, the device was explanted and replaced, and the lead was surgically capped and replaced. No additional adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report high out of range impedances. 3191 code was used to denote surgical intervention.

Event description:
This report is being filed with analysis details.